Event description:
Patient with severe arthrosis to the rear foot and ankle, end-stage posterior tibial dysfunction, equinus deformity, and chronic foot pain with severe angular deformity underwent correction (tendo-achilles lengthening to the right ankle, modified triple arthrodesis to the foot and ankle, multiple midfoot fusion to the foot and ankle with application of external fixator that utilized "ha coated shanz pins." Patient returned to or as a result of a broken schantz pin approximately two months later. The surgeon manipulated the multiplane external fixator to the foot and ankle and removed the broken pin and placed additional pins.